Event description:
The customer reported that the device would not turn on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not turn on. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The battery pca was found to have bent pins. The battery pca was replaced to resolve the problem. After passing all performance assurance testing, the device was returned to use. The damaged battery pca caused the failure to power up. We are not able to determine the cause of the bent battery pca pins.